Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed and passed successfully with no issues relating to the reported condition. Leak testing was performed and revealed leak between the bushing and tubing. The cause of the condition was determined to be due to a human issues of manual assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event and concomitant medical products and therapy date: this occurred during an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is a crack in the tubing of a clearlink system continu-flo solution set. This occurred during priming with an unknown drug. It was stated that the tube was broken and a piece fell out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.